Event description:
As reported by the user facility: during infusion of chemotherapy, IV tubing found to be leaking. Chemotherapy spill. Precautions initiated and medication and tubing removed. New infusion with new tubing reinstated. No overt injury to pt. Subsequent inspection of tubing noted crack at the distal port that is located after the pump. Lot # may have been 0061181058 or 0061181063 based on same lot #'s on shelf of department.

Manufacturer narrative:
Lot # 0061181058 - manufactured 06/2011 (expiration date 05/31/2012). Lot # 0061181063 - manufactured 08/2011 (expiration date 07/30/2015). The actual device in the reported incident was not returned for evaluation. Without the actual IV set, a thorough evaluation could not be performed. There were no other reports of this nature against the reported lot numbers. No adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent info becomes available, a follow-up report will be filed.